Manufacturer narrative:
A ge service representative performed and on site investigation. The power motor relay board was replaced during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.